Event description:
It was reported that the device failed preventive maintenance for rate calibration. The tech recommended replacing the mechanism and the bezel assembly. There was no patient involvement.

Manufacturer narrative:
Additional information:d8, h6. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 08apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for rate calibration. The tech recommended replacing the mechanism and the bezel assembly. There was no patient involvement.